Manufacturer narrative:
Continuation of d10: product ID 3998 lot# l66593 implanted: (B)(6) 1999 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the pt was referred to a spin surgeon to get their paddle leads revised.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# l66593 implanted: (B)(6)1999 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating their stimulator wasn't working. Patient reported the issue was with their lead and confirmed it was the same issue as when they originally called in this case. Patient said in the last 6 months, they met with their managing doctor and a rep at the va and had x-rays done and discovered the lead wasn't connected properly and had come loose from the spinal cord. Patient said they were referred out to a couple surgeons and after a 2-3 month wait for a consult, patient was told they couldn't do the surgery because they would need a neurosurgeon and spinal surgeon to fix the issue. Patient asked for help finding a surgeon. Agent reviewed physician listings information and emailed listing to patient.

Event description:
The reason for call was patient stated their controller is not communicating with the stimulator. Patient stated they had the controller operating and all of a sudden it shut off and when they went to turn it back on, they couldn't dial up the stimulation or turn it on and off and they mentioned this started happening last thursday or friday. Patient also stated when they press and hold the unlock button it will search for the stimulator and find the battery on the main screen but they can't do anything with the controller as far as increasing the intensity. Patient mentioned the controller was at 80% and the implant was at 60%. Agent asked patient to clarify what they meant by not responding to the controller and patient stated they are trying to increase the intensity but they are not feeling it. Patient also stated they spoke to an mdt rep and they were told to call pats to maybe replace the controller. Agent walked patient through checking their settings and patient was on group a with 1 program. Patient tried to increase intensity and was seeing settings not available screen. Patient stated it was the same issue on group b. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the issue was due to a high impedance on the electrodes, specifically electrode 1. Pt was referred to an orthopedic surgeon to assist in replacing the paddle lead and potentially the battery, though rep noted nothing was wrong with the battery currently. The issue was currently being resolved and the information has been confirmed with the physician. Additional information was received from the manufacturer representative (rep). Rep reported that the plan to resolve the issue was to potentially get the paddle lead revised. The hcp referred the pt to an ortho spine doctor for an evaluation for a potential lead replacement. Pt still has the device implant for now. The information has been confirmed with the pt.

Manufacturer narrative:
B3: event date is month and year valid continuation of d10: product ID 3998 lot# l66593 implanted: (B)(6) 1999 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6), ubd: 23-jun-2003, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.